Event description:
During turp, electrosurgical generator attached to resector scope; sparks were observed coming from cautery machine at point of cable insertion to machine. Cautery turned off - detached and removed. (Evaluated by biomed) no injury or adverse effect to pt.